Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the av node ablation procedure, device went into rf lockout due to long procedure time. When the device was interrogated post-procedure, device was at eri and eos with 2.9 v battery voltage. Device download was performed successfully. Patient will continue to be monitored.